Manufacturer narrative:
The device history records for this device could not be reviewed since no serial number was provided. Olympus only ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is undetermined.

Event description:
The customer reported the evis exera iii video system center display a b30 errors with different endoscopes. The error occurred immediately after adjusting the endoscope, prior to the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus technician went onsite to evaluate and repair the device. The socket was exchanged and the device was tested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.